Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the therapy test failed. There was no patient involvement.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that the device failed the therapy test. There was reportedly no patient involvement. Available details indicate remote support was provided and the error log was reviewed, finding an error with the high voltage capacitor having low energy. A replacement therapy capacitor kit was provided, returning the device to full functionality. The malfunctioning capacitor is not available to be returned for evaluation as the component is scrapped when defective. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.